Event description:
It was reported that the customer's blood glucose level displayed as "high" following an unknown cause. To address the issue, the customer performed a correction injection using multiple daily injections (mdi), and technical support provided detailed instructions on inspecting various components, including the infusion set, tubing, and connection points. The customer was advised to replace supplies as necessary and resume insulin administration. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.